Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reports recurring interruptions of sound. These interruptions began overnight with no apparent cause. When pressure is applied around the implant site these interruptions can be reproduced. Occasionally, they are caused by regular head movements. Re-implantation is considered.

Manufacturer narrative:
Based on the received information, a damage to the conductive link caused by device mobility appears likely. However, to confirm an exact root cause for the reported intermittencies a device investigation would be necessary. The device is still implanted. No date for explantation has been made available despite several requests.

Event description:
The patient reports recurring interruptions of signal transmission. These interruptions began overnight with no apparent cause. When pressure is applied around the implant site these interruptions can be reproduced. Occasionally, they are caused by regular head movements.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by device mobility was determined to be the root cause of device failure. The technical problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The recipient reports recurring interruptions of signal transmission. These interruptions began overnight with no apparent cause. When pressure is applied around the implant site these interruptions can be reproduced. Occasionally, they are caused by regular head movements. The recipient was re-implanted.